Event description:
It was reported to tyco healthcare/kendall on february 8, 2007, that a customer had a problem with a dialysis catheter. The customer states the catheter's venous silicone extension has a microscopic hole/slit in it and blood was leaking out during the patient's dialysis treatment. The device was removed and replaced.